Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not yet received by manufacturer.

Event description:
Roi-c : cage broken during insertion of anchoring plate. From information provided, the roi-c cage was implanted and when the anchoring plate was implanted, the cage broke. Both devices were removed. Cage was replaced by a new one. No impact on patient. Delay 20 min. Additional information was requested.

Event description:
It was reported that during surgery, a cage broke while the surgeon was inserting the anchoring plate. The cage and plate were removed and replaced with new prostheses. There was no surgical or patient impacts reported.

Manufacturer narrative:
The returned device was evaluated; however, the decontamination form was not completed correctly. As such, a complete evaluation could not be performed; however, visual inspection of the device confirmed that the cage is broken. A review of the DHR did not find any issues which would have contributed to this event. As a complete evaluation and analysis could not be performed, a cause cannot be determined.